Event description:
Fmc canada complaint (#0938) received for evaluation. Stated complaint is "blood leak immediately noted after start of dialysis. Internal leak." Pt info provided for MDR submission, as blood loss reported as 250 cc due to discard of the extracorporeal circuit. Complaint sample not available for evaluation, however customer returning three companion samples from identified lot. No related injury or illness to pt; no medical intervention required, due to the reported leak.